Event description:
It was later reported that the 'asystolic event' was transient heart block that returned after catheter stimulation. This was confirmed by the recording system showed atrial electrical activity but no ventricular activity. The catheter pacing carried out was confirmed to be electrical stimulation from a coronary sinus catheter. The procedure was aborted after the transient heart block occurred and during access via arterial groin to the aortic cusp to assess left sided pathway.

Manufacturer narrative:
Correction: phrenic nerve injury documented in the initial product event summary did not actually occur during the procedure. Information was incorrectly added. Product event summary: the 21f3 electrophysiology (ep) catheter of lot number 37123 was returned and analysed. No anomalies were identified during external visual inspection of the electrocardiogram (ECG) ring, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). Without reprogramming the catheter, it was connected to the test console for system performance testing. During system performance testing with the console, the catheter passed the performance testing as per specifications. All the phases were completed without triggering any system notice. No performance issues were identified. In conclusion, the reported system notice indicating that the catheter may be outside the patient and the temperature issues could not be confirmed. Additionally, the clinical issues for heart block occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician and the electrophysiology (ep) catheter passed the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation from d10: 217f3 electrophysiology (ep) catheter product event summary: the data files were returned and analyzed. The received failure file did not contain any failure records for the date of the event. No patient date file was received. In conclusion, the clinical issues for asystole and heart block occurred during the procedure and could not be assessed through data file analysis. The clinical issue for phrenic nerve issue occurred during the procedure. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the catheter may be outside the patient. The electrophysiology (ep) catheter was replaced to resolve the system  notice. After replacement temperatures were not as expected and the new electrophysiology (ep) catheter did not pass the system flush. The electrophysiology (ep) catheter was pulled into the sheath to resolve the issue. Later, it was noted that an 'asystolic event' occurred that was further described with a heart block that was caused by normal catheter manipulation near the his bundle via the aorta. Ablation was decided to not be performed due to the patient's reaction and length of time that had been attempted to find the area of interest. Catheter pacing was performed and titrated. The transient heart block returned after catheter stimulation. The case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.